Event description:
It was reported that the patient experienced a skin reaction at the infusion site (abdomen) while wearing the pod between 4 and 24 hours. The patient reported that they experienced an unusual amount of pain when activating the pod and removed the pod after approximately 1 day of use. The patient reported that when the pod was removed, the site was red, bleeding and there was scarring.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.